Event description:
Report received of a tubing separation. The patient was receiving hyperlimentation through central line access. The patient reported to the nurse: "I am bleeding". The nurse noted that the tubing set had separated at the distal end of the y-site. Bleedback was noted in the tubing distal to the y-site. The nurse clamped the patient's central line and the tubing set was replaced. The hyperalimentation was resumed. The patient did not experience any adverse effects. Though requested, there was no further information available.